Event description:
It was reported that the pk dissecting forceps instrument proximal clevis was cracked and there were abrasions on its main tube. It was also reported that no instrument components fell inside of the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that a .150" x .150" piece of the proximal clevis was missing with one of the fracture lines halfway between the proximal clevis ears. The main tube interface wall was intact and the clevis had not dislodged from the tube. Grip may have been overloaded at the tip with the wrist pitched, causing the clevis fracture. Engineering also observed the distal end of the main tube had various deep scratch marks all around the tube with material removed. Scratches are randomly oriented relative to tube axis and were likely caused by instrument collisions or some sort of user mishandling. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.